Manufacturer narrative:
(B)(4). G2: foreign - event occurred in the united kingdom. The device will not be returned for analysis, as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the implant would not sit and engage with the locking mechanism. Another implant was used to complete the procedure. There was no consequences or impact to the patient. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No devices were received; therefore the condition of the components is unknown. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.